Manufacturer narrative:
The lead was returned for patient death. As received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead found no anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-38996, 2017865-2021-38993. It was reported that the patient has deceased. There was no known allegation from a health care professional that suggests the death was device related. The cause of death was cardiac arrest and congestive heart disease. No additional information was available.